Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, needle retraction issue was occurred. The sensor was inserted into the abdomen on (B)(6) 2019. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. A visual inspection was performed and failed due to exposed needle and pushrod arms not latched into the bottom case. The allegation was confirmed. The root cause was determined to be incorrect placement of pushrod hub during assembly.